Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported loss of nipple sensation, nipple paresthesia, and implant palpability which are all not device related. Healthcare professional later reported "rupture was found during the explant surgery". This record is for the right side. The device was explanted.